Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage eu3553-280 ( r853092001) it was reported that on (B)(6) 2023, a 27mm navitor valve was implanted in a patient. On (B)(6) 2024, the patient was admitted with bradycardia, heart block requiring a pacemaker implant. It was also reported that the patient had shortness of breath that was treated with diuretics. The patient is stable,

Manufacturer narrative:
An event of heart block, bradycardia, dyspnea was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported heart block, dyspnea, and bradycardia could not be conclusively determined. The unexpected medical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted and medication was required. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.